Event description:
It was reported that pump experienced malfunction after being dropped, showing malfunction code that caller was able to reset with guidance from technical support. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump using instructions from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and no additional information was received regarding any further outcome.